Event description:
It was reported to resmed finland that the patient's pressure settings changed during treatment. It was reported that the patient's oxygen saturation was reported that the patient's oxygen saturation was decreasing prior to the settings change and it continued to decrease until it was noticed by hospital staff. Per the reporter, the patient's cardiologist stated that "in my opinion, this patient safety incident did not have a significant effect on the progress of the disease." There was no permanent injury to the patient. MFR. #3004604967-2015-00020.